Event description:
We had 5 of the new steris white peel packs rip inappropriately while supplies being opened to the sterile field. Peel packs sent to csr for review. These are the packs that instruments are processed in. Wrappers appear to be more fragile...tearing upon opening of the sterile items.